Event description:
Consumer has difficulty removing the needle from the pen after his injection. He stated that when he tries to put the outer cover back onto the hub, the cover does not fit securely and it falls off. Consumer does not re-use. But he stores needle on his pen at times. Lot #: 2130196. Catalog #: 320119 date of event: unknown. Samples: awaiting sample. Dc.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (component code, type of investigation, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent cannula pe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.